Event description:
It was reported difficulty was encountered advancing the carrier system via a right femoral approach. An attempt to reposition the catheter resulted in inappropriate filter placement. The filter was retrieved via a cut down and another filter was successfully placed without any pt complications. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. Follow-up indicated continual flushing of the carrier system during the implant procedure was not performed. It was also indicated the pt's anatomy was tortuous and difficulty advancing the carrier and subsequence repositioning of the catheter rsulted in inappropriate filter placement. Co believes user technique and/or pt anatomy may have contributed to this event however, the co is unable to determine the exact cause for this event. Directions for use state "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release... If difficulty is encountered during introducer catheter advancement through the sheath, stop. Do not force the introducer catheter forward. Slightly withdraw the sheath and introducer catheter as a unit (about 2-3 cm). Then rotate the sheath as you advance the introducer catheter. If this falls, remove the introducer catheter... Another approach (jugular/femoral) may be necessary if a second attempt is unsuccessful."